Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg as returned will not communicate. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received their scs system on (B)(6) 2007. It was reported that the patient lost stimulation and could no longer establish communication with the ipg. The ipg was explanted and replaced on (B)(6) 2008. The explanted ipg was returned to ans for evaluation. No further information is available.